Event description:
User reported 2 false positive results. Pcr negative. This is report 1 of 2.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-00333: test 2 of 2).

Manufacturer narrative:
Correction: h6: impact code corrected to 2199. H6: poblem code corrected to 3189.

Event description:
User reported 2 false positive results. Pcr negative. This is report 1 of 2.